Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the diagnostics/troubleshooting performed related to the catheter issue was unknown. The catheter issue was not determined but after the revision occurred csf (cerebral spinal fluid) flow was noted.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving unknown ba clofen via an implantable pump. It was reported that the patient presented with increased spasticity. The hcp determined it was a catheter issue. A catheter revision was performed during which the spinal segment of the catheter was removed and replaced. It was unknown whether any environmental/external/patient factors may have led or contributed to the issue.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant component(s) are: product ID: 8781, product type: catheter, serial/lot #: (B)(6), ubd: 19-mar-2023, UDI#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.